Event description:
Patient was revised to address osteolysis and polyethylene wear of liner.

Manufacturer narrative:
Primary reported as 11 years ago. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.